Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a long charge time code and exhibited low out of range shock impedance measurements of 18 ohms. The patient reported feeling a shocking sensation when the impedance is measured. After a shock delivery there was flatline and there were questions if the device had delivered the shock, the alternate sensing vectors was noted to be flatline with mostly undersensing of qrs complexes. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.